Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Foreign debris was coming out of the distal end. The channel mount was found clogged, which blocked the forceps tool and the cleaning brush. The forceps channel port was deformed, the distal cover has a chip and the bending section cover was dirty. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, there was fabric adhesive in the working channel. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was residue inside the forceps plug mouthpiece, but we were unable to identify any foreign matter. Olympus will continue to monitor field performance for this device.